Event description:
In 2008, this patient was treated for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. A type I endoleak was observed at distal ends of both the right and left leg devices. An iliac extender component was implanted in the left leg and a contralateral leg component was implanted in the right leg, extending the existing devices. The type I endoleak in the right leg was resolved. The type I endoleak in the left leg persisted. The physician implanted a palmaz stent at the distal end of the left iliac extender component. The type I endoleak persisted. The physician chose to end the procedure believing the endoleak would resolve itself. A few days later, a CT image revealed that the type I endoleak was persisting. On the following month, a reintervention occurred where the left internal iliac was coil embolized pre-procedure and an iliac extender component was implanted, extending the existing device in the lci. The type 1 endoleak was resolved. No further complications have been reported at this time.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.